Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that their pocket site felt hot when their scs system was turned on. The patient had a preexisting wound which had deteriorated to where the patient¿s cls was visible. The system was explanted, and necrotic tissue was excised. The patient¿s wound was washed and packed out, and a surgical drain was placed.